Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns cracked when connecting it to the syringe. The following information was provided by the initial reporter, translated from japanese to english: "upon priming with saline, the hcp connected a syringe to the q-syte and turned it; during this operation, the hcp turned even the root component, which caused a crack."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and three photos. During the visual/microscopic examination it was observed that there were stress markings at the area of connection of the q-syte bottom body, where it is attached to the port of the stopcock. Microscopic observation of the unit revealed that a crack was present in adhesive at the connection between the q-syte inner threads and the stopcock. The reported defect was confirmed. Based on the location and type of damage observed, this defect was most likely linked to the adhesive process during manufacturing. Inspections of the adhesive machine were conducted and reeducation of the bonding and inspection work was performed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns cracked when connecting it to the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "upon priming with saline, the hcp connected a syringe to the q-syte and turned it; during this operation, the hcp turned even the root component, which caused a crack."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.